Event description:
Reporter noted very dull blade used at beginning of procedure resulted in jagged incision. Wound repair required for four days post-op. Pt complains of severe soreness. Va is 20/20.